Event description:
It was reported that balloon rupture occurred. The patient presented with venous anastomotic stenosis. The target lesion was located in left forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, when dilating under 21 atmospheres, a longitudinal tear was noted on the balloon. The device was removed, and replaced with a new of the same device. There were no patient complications. The patient was stable following the procedure.

Event description:
It was reported that balloon rupture occurred. The patient presented with venous anastomotic stenosis. The target lesion was located in left forearm. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, when dilating under 21 atmospheres, a longitudinal tear was noted on the balloon. The device was removed, and replaced with a new of the same device. There were no patient complications. The patient was stable following the procedure. It was further reported that the lesion was 100% stenosed with a bend of <45 degrees , very little tortuous and non-calcified and on the second inflation at 21 atmospheres, the balloon ruptured. The device was removed via sheath.